Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of case was chipped and cracked. Customer's reported issue was duplicated when setting up for a flow test. The root cause of the reported issues was found to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: reset timing plates in the plunger head. UDI information is unknown.

Event description:
It was reported that device will not detect or recognize syringe. No patient injury reported.